Event description:
It was reported that an undefined cartridge change error intermittently occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by replacing cartridge.